Manufacturer narrative:
The care worker reported that the lower leg straps (which keep patient¿s calves in place) were not used during this transfer. The sling, stabilizing patient¿s position, was not fastened on the chest, either. The device was inspected by arjo representative after the event and no malfunction was detected. The device operated correctly. Sara 3000 instructions for use (document number kkx81010m-en) provides the following warnings: ¿the sling chest support strap must always be applied and fastened when using the sling.¿ ¿an assessment must be made for each individual resident being raised by the sara 3000 - by a medically qualified person - as to whether the resident requires the lower leg straps when using the standing sling.¿ arjo device was used for a patient transfer when the event occurred and from that perspective it played a role in the event. The device was performing as intended. No malfunction was found during the device evaluation. The complaint was decided to be reportable in abundance of caution due to indication of patient fall.

Event description:
A facility care worker reported that a patient slipped out of a sling and fell on the floor during transfer with arjo sara 3000. No injury was sustained.